Event description:
One endeavor drug eluting stent was used to treat the lad during the index procedure. It is reported that approximately 36 months post index procedure the patient suffered a stroke and subsequently expired. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Evaluation results/ conclusion: inherent risk of procedure (cva/stroke). (B)(4).